Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid pd effluent. The cause of the peritonitis was not reported. On the same day as onset, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes were not reported). No further information was provided regarding whether the patient was hospitalized for the event. At the time of this report, the peritonitis was not resolved, the patient was not recovered from the event, and extraneal/physioneal therapies were ongoing. No additional information is available.